Manufacturer narrative:
G4:04dec2020. B4:11dec2020. After further investigation of this complaint, new information received deems this case to be non-reportable. The power management (pm) board was part of the fco86600050 recall, there was no failure. The customer was inquiring for servicing the recall. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19nov2020.

Event description:
The customer reported system down. The remote service engineer (rse) created an action assignment for the planner to reach out to the customer for scheduling of the repair. The unit was not in use, and there was no patient or user harm reported.